Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to battery failure. This device was explanted and replaced. No additional adverse patient effects were reported.